Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in an elevated blood glucose result of 400 mg/dl. At 1:39am on (B)(6) 2022 the customer arrived at the hospital. The blood glucose results obtained at the hospital were not provided. The customer was treated with insulin pen therapy to lower blood glucose levels. The customer's condition at the time of the call was stable.